Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and another 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced but also ruptured during first inflation for 10 atmospheres. The balloon was also removed successfully and the procedure was completed with a different device. No patient complications were reported.